Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken just below the catheter tip, the catheter shaft was seen to be kinked 60cm from the hub, the catheter shaft was seen to be kinked just below the strain relief. A functional inspection was performed - the catheter was flushed and a 0.0576¿ patency mandrel was advanced through the catheter with friction felt in areas of damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter tip kinked/bent was not confirmed during analysis. The reported catheter friction was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter shaft was seen to be broken just below the catheter tip and catheter shaft was seen to be kinked. The as reported and as analyzed code, 'catheter shaft friction' as well the as analyzed code, 'catheter shaft broken/fractured during use' and 'catheter shaft kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported defect 'catheter tip kinked/bent' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
The subject device was returned for analysis, and it was discovered that the catheter (subject device) shaft was seen to be broken/fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.